Manufacturer narrative:
(B)(4). Approximate age of device 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing elevated estimated pump flow values and pump power spikes. Review of the submitted log file by the manufacturer's technical services representative confirmed elevated pump power values. On (B)(6) 2016, review of a new submitted log by the manufacturer's technical services representatives confirmed further elevated pump power and flow estimation. It was reported that echocardiogram ramp study was performed and the aortic valve was not closing at pump speeds of 10400 rpm. It was also reported that the patient's lactate dehydrogenase (ldh) was elevated in the 300''s u/l and plasma free hgb was 43 g/dl. On (B)(6) 2016, the patient's laboratory values were much better on sodium bicarbonate and heparin infusions. Ldh was 290''s u/l and plasma free hemoglobin was 3''s g/dl. It was reported that the patient is chronically hypertensive.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted log files; however, a cause for the power elevations could not be conclusively determined. Furthermore, a correlation between the device and the reported elevated ldh could not be conclusively determined. The log file captured intermittent power elevations over 8 watts between (B)(6) 2016 to (B)(6) 2016. The power elevations appeared to be transient and powers returned to baseline. Elevated powers over 10 watts were observed on (B)(6) 2016. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, it was reported that the power elevations resolved. It is believed that the power elevations were due to patient condition. No other information was provided.